Manufacturer narrative:
Additional information: h6 the reported event could be confirmed as post-op CT scans were provided for investigation. The implant was difficult to place due to a newly formed bone lamella that developed naturally in the two months between design and surgery. Despite the poor fit, the implant met all design standards, and no adverse outcomes occurred apart from a brief surgical delay. In conclusion, the root cause of fitting issue could be attributed to the presence of bone lamella during initial surgery. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit well and was difficult to insert.